Event description:
It was reported that "the diathermy became stuck on" and the user was unable to continue using the module. The product was in contact with the pt. There was no pt injury. The event did not lead to an increase in surgery time. Additional clinical information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.